Event description:
During the initial implant procedure, the device was connected to the ventricular and atrial leads, however, a loss of pacing occurred. The patient was pacemaker dependent and entered asystole. The leads were attached to the pacing system analyzer and all measurements were normal and the patient was paced appropriately. The device was then reattached to the leads, however, loss of pacing and asystole occurred again. The implant procedure was completed using another device. The patient was in stable condition.

Manufacturer narrative:
The reported event of no pacing could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.